Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: report 2 of 2. The information for the additional medical device type is as follows: d.2b. Medical device type:jka. The information for the additional common device name is as follows: d.2a. Common device name: tubes, vials, systems, serum separators, blood collection. D9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-nov-2025. The information for the additional 510k is as follows: g.4. PMA/510(k)#: k243207. Investigation summary : bd received one shelf carton(48 devices) and 2 photos for investigation. The photos were reviewed and leakage was observed in the holder. Additionally, 10 of the customer samples were randomly selected and subjected to sleeve function testing. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, sleeve leakage occurred. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.